Event description:
Broach handle broke during procedure.

Manufacturer narrative:
Reported event: an event regarding a fracture involving a left - nav compatible dual-offset accolade rasp handle was reported. The event was confirmed by the returned device. Device evaluation and results: a review of the device by a materials (B)(4) identified this device to be part of the failures covered in (B)(4). Medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -omplaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the cause of the event was due to an overload condition. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Broach handle broke during procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.